Manufacturer narrative:
(B)(4). Product surveillance contacted the patient on (B)(6) 2011. According to the patient he does not recall this event, however, he stated that he does not recall ever seeing any holes or leaks in the supplies. No defects were observed. The patient stated that he has resumed therapy and has not had any further issues. There was no patient injury or medical intervention associated with this event. This report for a low drain volume alarm was not confirmed due to a lack of sample, therefore, baxter could not determine the root cause. A batch review was not performed since lot number was not available. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center and reported receiving a low drain volume alarm on the homechoice (hc) machine during the initial drain cycle. The patient reported that there was air in the patient line. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. No patient injury or medical intervention was reported. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation, therefore, baxter cannot determine root cause. Since the lot number is unknown a batch review will not be performed. A follow up MDR will be submitted should additional information be received.